Event description:
A (B)(6) female patient with high grade glioma started optune therapy on (B)(6) 2022. Novocure was informed on (B)(6) 2022, the patient experienced pain in her head when she bent over while wearing optune therapy. The patient went to urgent care on (B)(6) 2022, reportedly the patient's surgical scar had opened (last surgical resection (B)(6) 2021). Optune therapy was temporarily discontinued. On (B)(6) 2022, it was reported the patient had been hospitalized due to a scalp infection and would require an additional three to four weeks off optune therapy. The prescribing physician did not provide a causality assessment.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to wound infection and wound dehiscence cannot be ruled out. Contributing factors for wound infection and wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound infection and wound dehiscence in the pivotal ef-11 recurrent gbm trial. There have been 146 reports of wound infection and 147 reports of wound dehiscence in the commercial program to date.

Manufacturer narrative:
Novocure received additional information on may 24, 2022, that the patient was recovering from additional surgery, and planned to resume optune therapy once cleared by the healthcare provider (hcp). On june 22, 2022, the patient's caregiver reported that the patient was still recovering from previous unspecified surgeries. Optune therapy would not resume until the sutures were removed.

Manufacturer narrative:
Novocure received additional information on (B)(6) 2022, that the patient underwent surgery on that day due to a cranial bone and tissue infection. Reportedly, medication was not able to clear the infection. The patient would remain hospitalized for a few days, and optune therapy would resume after the scalp healed and sutures were removed.